Event description:
During initial testing of the device, the user determined that the current output was out of spec. The device was never used on a pt. Test on the unit indicated that at full sale (150 ma) the output was well within spec. At other settings, the output was marginal. The actual setting is very subjective. It is highly dependent on how the user views the scale. The knob was adjusted, and the unit was returned to the user. The event is not occurring more frequently or with greater severity than is usual for the device.